Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was seeing streaks when looking at light. The reporter did not provide any surgeon contact information; therefore, a follow up has not been conducted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The reporter did not provide any surgeon contact information; therefore, follow up has not been conducted.